Manufacturer narrative:
The investigation is currently in progress. The investigation results will be submitted in a supplemental MDR. H3 other text : 81.

Event description:
It was reported the complaint device curve j was not engaging, it was more like d than f, and the photo was unclear. No additional information was provided regarding patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The customer provided no response as to why the device was not returned. As the device was not returned for evaluation, inspection was unable to be performed. As the complaint device was not returned for evaluation, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR could not be performed as the lot and serial numbers were not reported. The reported event could be attributed to: user error (including user technique and methods). User expectation/anticipation of device performance. Shipping/ mishandling damage and/or improper storage of device. Environmental compatibility and/or ancillary equipment within the environment of the device that may have interfered with its performance. Instructions for use (IFU): as the device was not returned for evaluation, and the reported information did not provide specific details regarding device failure, the risks associated with the user's experienced issue could not be determined. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the complaint device curve j was not engaging, it was more like d than f, and the photo was unclear. No additional information was provided regarding patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.